Event description:
The valve was implanted for ventriculo-peritoneal shunting. The valve was explanted because of a suspicion of obstruction. The doctor has requested to check the valve.

Manufacturer narrative:
The incident has been reported to manufacturer in march 2009. Results of analysis will be developed in a follow-up report.